Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a pierced biopsy channel. The issue occurred, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported malfunction of pierced biopsy channel was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a pinhole on ch-tube, water tightness is lost. Image guide bundle has significant breakages. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Initial MDR report (3002808148-2024-38317) was sent in error as pierced biopsy channel would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.